Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: manifold unit defect, gas leak from electro-pneumatic proportional valve, and internal tubing yellowed and soiled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the defective manifold unit caused the device to malfunction, resulting in "co2 injector not operating (a difference in airflow was observed between the set value and measured value). Additionally, the cause for manifold unit defect, gas leak from electro-pneumatic proportional valve, and internal tubing yellowed and soiled could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited insufflator not working. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.